Manufacturer narrative:
Result: faulty foot-end lift motor coupler, by lifting excessive weight.

Event description:
It was reported by service report that the foot-end lift was stuck in full upright position, and would not raise or lower electronically. No pt involvement or adverse consequences were reported.